Manufacturer narrative:
(B)(4). Information unavailable, device not returned for analysis. Port reconnected and remains implanted.

Event description:
It was reported that post implant of a laparoscopic adjustable band on (B)(6) 2010, the patient presented with pain in the quadrant of the port but related to gall bladder pain. Given that the patient had a band, in an effort to diagnose the pain, the surgeon performed a fluoroscopy. The fluoroscopy showed the tubing had become disconnected from the port and the strain relief had migrated down the tubing. During a gall bladder procedure on (B)(6) 2010, the tubing and strain relief were retrieved and reconnected. The surgeon was able to retrieve the tubing and strain relief without taking the port off the fascia. The surgeon used durabond to reconnect the strain relief to the port.